Event description:
Kimberly-clark received a report stating the microcuff subglottic endotracheal tube pilot balloon detached from the tube. There was no patient injury.

Manufacturer narrative:
Evaluation of the returned complaint product is in-progress. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).